Event description:
Initial result for a pt total protein was 2.9. When repeated on another analyzer the result was 8.5. The technical support specialist was able to determine the rt1 probe was the cause and had the operator change the probe to repair the analyzer.